Event description:
Additional information received reported that the manufacturing representative did "a new program" for the patient and that the patient ¿seemed good with it.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported impedances on number 10 were greater than 10,000 ohms. Patient status was noted as alive with injury but not further information was provided. Reprogramming was done. Patient symptoms included pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).